Event description:
It was reported that a patient underwent an orif due to a distal femur fracture on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to a fracture of the plate. All components were removed and replaced with a retrograde femoral nail system. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number - unknown. Lot number - unknown. Expiration date - unknown. Manufacture date ¿ unknown.